Event description:
It was reported that during a tonsillectomy/adenoidectomy procedure using the evac 70 xtra, the wand appeared to be smoking more than usual. The tonsillectomy was completed without issue; however, when the surgeon moved on to the adenoid portion of the procedure, the wand was not working properly and clogged often. Another wand of the same type was opened, but the issues occurred again with the second wand. The procedure was completed using a competitor's product. There was no significant delays or pt complications reported as a result of this event.